Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
It was reported to philips that the device was charged and the shock was initiated but there were no signs of conduction. The clinicians used 3m brand of pads, model: defib-pads, reference: (B)(4). A second defibrillator was obtained, new pads were applied, but, when the clinicians attempted to defibrillate the patient, the shocks were also not conducted. A third defibrillator was obtained and successfully used to shock the patient. The patient involved had experienced a cardiac arrest and required defibrillation treatment. The clinicians obtained a second defibrillator applied new 3m pads and that defibrillator also failed. A third defibrillator was used and the shock was delivered without a problem. The patient died.

Manufacturer narrative:
It was reported to philips that the device was charged and the shock was initiated but there were no signs of conduction (first device and patient death is addressed in this report. A second defibrillator was obtained, new pads were applied, but, when the clinicians defibrillated the patient, the shocks were also not conducted (addressed in report 1218950-2018-10025). A third defibrillator had the same result (addressed in report 1218950-2018-10026). The device was in use on a patient, who expired. The customer did not respond to multiple requests for information regarding if the device caused or contributed to the adverse event. The customer did not respond to multiple requests for information regarding device evaluation or customer resolution. The customer reported that these devices showed "no signs of conduction", however, they did not respond to multiple requests for additional information. The information requested but not received included requests for any ECG strips or event summaries, patient condition and relationship to the device behavior, confirmation that device was evaluated and, if evaluated, what the results were. No conclusion can be drawn, however, note that, the heartstart xl instructions for use (edition 7, publication m4735-91900, page 1-4) states: "the presence or absence of a muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance." The heartstart xl defibrillator has a shock counter on the front of the display which increments upward as each shock is delivered. This shock counter is a method, other than visual observation, for users to confirm whether or not a shock has been delivered during treatment of the patient.